Event description:
A cervical fusion was being performed when the instrument broke at the weld during a critical point in the procedure. The instrument was in distraction. Surgery time was extended for 15 minutes. The user/facility reported no impact to the patient and reported recovery is normal.